Manufacturer narrative:
The controller was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the returned controller met all requirements for release. The reported event was confirmed through review of the controller log files which indicate that the controller had a loss of power on the reported event date and two days later. The returned controller passed all visual and functional tests when tested with the test-bed equipment. Various tests were performed, but there was no evidence of any conditions that would have caused or contributed to the reported event. While the cause of the event cannot be conclusively determined, the most likely root cause is either intermittent power connections or environmental stresses (emc/esd).

Event description:
Approximately five months after implantation, the patient experienced "red alarms" and a "black screen" from their controller ((B)(4)). After consultation with heartware field engineers, an elective controller exchange was performed. The patient was asymptomatic throughout these events.

Manufacturer narrative:
The devices has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.